Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) prolapse posterior (p3) segment for a mitraclip procedure. The first clip (xtw) was placed medial on the valve and the second clip (xt) was lateral to the first clip. Both clips were perpendicular to the line of coaptation and both leaflets were well inserted (confirmed by echocardiogram and according to instructions for use (IFU)). The procedure itself was challenging due to the anatomy and location of the prolapse (medial). The first clip placement required a few capturing attempts and repositioning in order to have a successful initial result with reduced mr (grade 4 to 2+). After second clip placement the mr grade was 1+-2, with remaining jet/ mr between the first and second clip. It was decided to accept the reduction and not to re-grasp and optimize. On 22dec2023, the patient initially recovered well with mr unchanged, however; during course of the weekend the patient decompensated (heart failure and recurrent grade 4 mr) and was unsuccessfully treated with diuretics. Surgery was performed on (B)(6) 2023, and a bioprosthetic mitral valve was implanted. Per the physicians, a leaflet tear was observed between the two explanted clips and was likely caused by re-capturing of first clip. Decompensation was attributed to the leaflet injury. The patient recovered and was discharged home.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints from the lot. All available information was investigated, and based on the information provided, the difficult or delayed positioning associated with leaflet capture appears to be related to patient anatomy and location of the prolapse (medial). Unspecified tissue injury resulting in mitral valve insufficiency/regurgitation (mr) and heart failure/congestive heart failure appears to be related to the difficult leaflet capture. Tissue damage, heart failure and mitral regurgitation are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Medication required, surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.